Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17311, 2017865-2020-19350. It was reported that premature battery depletion was suspected on the device. The device was explanted on (B)(6) 2020. New information received noted that there was also noise on the atrial lead from a (B)(6) 2020 interrogation. New information received noted that noise over-sensing on the right ventricular lead also caused high ventricular rate notifications. No intervention was reported for the leads. The patient was stable after the event.